Event description:
It was reported via repair work order that the siderail will not latch due to a broken top rail and spindle. No adverse consequence or clinically relevant delay in treatment was reported.